Event description:
It was reported that a user experienced loss of glucose readings from a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet pump, and customer care guided the user to toggle the sensor and re-pair it, with education provided on troubleshooting steps. No adverse clinical symptoms reported. Outcomes included no reported impact on health or daily activities and no alerts or alarms on the pump. User support included remote troubleshooting and user education. Investigation of this case revealed a communication interruption between the cgm and the pump that was addressed through re-pairing, consistent with known bluetooth behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption and no pump malfunction identified.

Manufacturer narrative:
Initial.